Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece detached. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a thyroidectomy da vinci-assisted surgical procedure, the harmonic ace instrument's teflon pad on the tool head appeared to fall off. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the head nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and was not noted to have anything out of the ordinary. The instrument did not collide with other instruments during the procedure. It was not reported that a fragment fell into the patient's anatomy.

Event description:
Refer to h10/h11 for follow-up information.